Manufacturer narrative:
Additional info: additional information was received and it was learnt that the intraocular lens (iol) was explanted because it was dislocated. There was no incision enlargement to remove the lens, no vitrectomy was performed and no complications were reported. Reportedly, a non-j&j lens was implanted as a replacement. The patient outcome was reported as good. No further information was provided. Based on the additional information received the following fields have been updated accordingly: all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (model zxt300, +20.0 diopter) was explanted from the left eye of a female patient. The reason for the explant was not provided. Another toric lens was implanted as a replacement, model and diopter unknown. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/13/2017. Device returned to manufacturer?: yes. The product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.